Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during an intraocular lens (iol) implant procedure, the cartridge split and the lens got stuck. A backup lens was used to complete the procedure. There is no reported patient impact. Additional information was requested.

Manufacturer narrative:
The cartridge was returned with the lens advanced into the tip. Inadequate viscoelastic is observed. There is no evidence that the cartridge was placed into a handpiece. This may indicate the cartridge was not fully seated per the dfu. The nozzle is cracked and the tip is split on the right side. The lens is protruding through the damaged tip. Cartridge and lens product history records were reviewed and the documentation indicated the product met release criteria. The 38.0 diopter lens is only qualified for use in a specific cartridge. The root cause for the observed cartridge damage is related to a failure to follow the dfu. The customer used a non-qualified cartridge /lens combination. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).